Manufacturer narrative:
Corrections in d4: UDI number and g1. Additional information in d4: expiration date, h4, and h6: component, investigation type, findings, and conclusions. Inspection the device was not returned for evaluation and images were not provided. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. Device usage this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the anchoring plate would not advance through the patient's bone at c4 of a c4/5 roi-c construct intraoperatively. While removing the plate, the cage cracked. Both components were removed and replaced with new ones to complete the procedure. The surgeon said the patient had hard, sclerotic bone so he used the awl at that level prior to re-installing the plates. There were no patient impacts, but there was a delay of 20 minutes to remove and the cage and plate. This is report two of two for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2023-00025.

Event description:
It was reported that the anchoring plate would not advance through the patient's bone at c4 of a c4/5 roi-c construct intra-operatively. While removing the plate, the cage cracked. Both components were removed and replaced with new ones to complete the procedure. The surgeon said the patient had hard, sclerotic bone so he used the awl at that level prior to re-installing the plates. There were no patient impacts, but there was a delay of 20 minutes to remove and the cage and plate. This is report two of two for this event.